Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd trocar seals were tearing. The surgeon pulled a number of trocars till there was one that worked fine to complete the case. There was no consequence to the pt.